Event description:
The device was returned for service. During service by baxter, a broken door assembly #2 was found. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
Evaluation summary:the pump was evaluated by a baxter service technician. The reported condition was confirmed.review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.